Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. In september, the physician surgically explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. This electrode was not returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), tab d (suspect medical device), and h6 (impact codes). This report is being sent to provide corrected information in section b5 (event description).

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), tab d (suspect medical device), and h6 (impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently automatically disabled the smartpass feature, and boston scientific technical services (ts) was contacted for review. Ts confirmed that this was normal system function, due to the patient's slow rate and low amplitude measurements. However, it was additionally noted that there were potential signs of an electrode integrity issue due to mechanical artifacts in the secondary sensing vector. There was no evidence of inappropriate therapy. Potential options for assessing the system integrity were provided, such as isometrics, provocative maneuvers, and x-ray imaging. Should any abnormalities be observed, surgical intervention should be considered. However, if the recommended testing does not produce abnormal findings, ts provided potential reprogramming options to avoid the artifacts in the secondary sensing vector. Recently, the patient was seen in-clinic where lightly touching areas near the electrode created significant artifacts, which was consistently reproducible. This noise was additionally reproducible with arm maneuvers. Diagnostic imaging was performed. The physician suspected electrode damage and elected to program off shock therapy from the device to prevent potential inappropriate therapy. An electrode replacement procedure has been scheduled for the end of august. As the device has only 30% of remaining longevity, the physician will also replace the device during the procedure. In september, the physician surgically explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.